Event description:
It was reported that the adjustable pressure limiting (apl) valve was found to be stuck during pre-use checkout which may result in the over-delivery of pressure. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) valve assembly was replaced to correct the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).